Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis found a pump motor gear train anomaly of corrosion and-or wear and-or lubrication. Analysis also noted a pump motor gear train anomaly of a stall due to shaft-bearing. Analysis of the returned catheter segment revealed no significant anomaly. Sc connector coring, tears, and/or cuts in the seal were noted, but no leak was observed in the lab and there was no leak allegation.

Event description:
The devices were returned to the manufacturer from an unknown source with no return paperwork. The devices underwent routine analysis.